Event description:
A journal article was reviewed that contained information regarding percutaneous transvenous lead extraction and multidisciplinary m anagement. The article reports a patient whose right ventricular (rv) lead exhibited a sudden increase in threshold with significant noise (short v-v intervals) and a fracture or insulation breach was suspected. Therapies were turned off on the device and it was decided to explant and replace the lead percutaneously. During the extraction attempt, unwinding of the rv lead was observed and it was noted that the right atrial (ra) lead had started to disintegrate. Extraction of the ra lead was also attempted. The leads were unable to be percutaneously extracted because the rv lead had significant adhesions and the procedure was aborted. Elective surgical extraction was performed the next day. During this procedure, it was discovered that the left innominate vein contained a tear with both leads densely adherent to the vein. The tear continued back to the confluence of the left subclavian and jugular veins and began to bleed during exposure. Due to the dense adhesions, the innominate vein was completely avulsed during removal of the leads. Vascular surgery was consulted to assist due to significant vascular disruption. Ligation of left internal jugular vein and left subclavian vein was done. The right internal jugular vein was reconnected to the heart via pericardial patch reconstruction, with the left side left in discontinuity due to the presence of collaterals. All of this was performed on cardiopulmonary bypass support. Surgical removal of the leads and vascular reconstruction was followed by implantation a new epicardial implantable cardioverter defibrillator (ICD) system. The status/disposition of the leads is unknown. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. Medtronic was made aware of this event through a search of literature publications. The event only occurred with one patient but specific details on the patient were not provided. The model listed in the report is a representative of the model family, as there is no specific model listed. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. A request for additional information will be made and upon receipt a supplemental report will be submitted accordingly. Referenced article: a (B)(6) woman with hypertrophic cardiomyopathy with a dual-chamber implantable cardioverter-defibrillator requiring percutaneous transvenous lead extraction and multidisciplinary management. American journal of case reports. 2021; 22: e932073. Doi: 10.12659/ajcr.932073 . If information is provided in the future, a supplemental report will be issued.